Event description:
After removal of spinal cord implant I am still having a lot of problems. I am having electrical currents that travel all over my body. My feet are stinging and I have bumps that are hot and hard. I feel like my finger is stuck in a electrical socket. The medtronic representative (mr. (B)(4)) said that was impossible because the device is not there any longer. Before it was put in I was supposed to have a trial phase outside my body but it never occurred. I was not told about the side effects only that there could be a problem with the lead. There were 3 or 4 occasions when it had to be reset. See MFR report ref #3004209178-2013-12459, 3004209178-2015-08811.